Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter displayed an inaccurately high reading compared to another meter. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained on (B)(6) 2016 when the patient called again with additional information/clarification. The patient reported that on (B)(6) 2016, he noticed higher blood glucose results than usual, but he did not "worry about the result he had during the day because his diabetes always varies". The reported results were 110 mg/dl at 9:15am, 170 mg/dl at 12:00pm, 195 mg/dl at 5:00pm, 175 mg/dl at an unknown time and 225 mg/dl at night - unable to give specific time. The patient manages his diabetes with a combination of novorapid and lantus insulins and metformin tablets. He reported that after obtaining the results, he administered his usual dose of 100 units of lantus (including sliding scale) and went to be. He reported that his son/grandchild heard "irregular breathing" and contacted the emergency medical services (ems). The patient reported that he was "unconscious (coma)". He reported that when the ems arrived, the doctor administered a glucagon injection and sometime later the patient consumed food. The patient reported that during the early hours of (B)(6) 2016, the doctor performed a blood glucose test on the subject meter and obtained a result of "150 mg/dl" compared to "90 mg/dl" on the ems meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs' accuracy criteria. During troubleshooting, the csr established that the patient's meter was set to the correct unit of measure and the patient's test strips were within expiry date and had been stored correctly. The patient was unable or unwilling to walk through a control solution test and the issue remained unresolved. The patient's products were requested back for investigation and control solution was sent to the patient to allow him to verify the accuracy of the lfs products. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury reportable adverse event after the alleged product issue began.